Event description:
Pt called lfs in 01/2002 alleging pt's ot profile meter was reading inaccurately low, possibly due to missing segments. The call was documented by facility. Pt stated their meter has been reading inaccurately low for approx one and a half yrs and that pt has been taking too little insulin. Pt stated on one occasion they obtained a reading of 300 mg/dl on pt's meter and 2 hrs later at pt's dr obtained a reading of 500 mg/dl. Pt was treated at the dr with insulin. Pt stated another incident when they obtained a reading of 180 mg/dl on pt's meter. Pt was not feeling well and went to the ER. The ER meter result was 485 mg/dl. Pt was treated with insulin and released.